Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced a possible allergic reaction at the ipg site. Although the patient has tested negative for nickel allergies, the patient may be awaiting surgical intervention.

Event description:
Follow up information identified the patient underwent scs system explant.